Manufacturer narrative:
Section h4: corrected. Manufacturer's investigation conclusion: the reported jolt/shock from the patient¿s driveline could not be confirmed through this evaluation. A specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained events from 06jun2024 through 28jul2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas instructions for use (IFU) and patient handbook are both currently available. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The IFU warns that if the external system components have contact with water or moisture, the patient may receive an electric shock. The heartmate ii patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital for what they felt was a shock or jolt from their driveline. There were no alarms. The clinic had explained to them that it was unlikely but sent log files to see if there was anything abnormal. The cause of the shock was unable to be determined. The log files were reviewed and did not contain evidence of any type of driveline issues. The mechanical circulatory support equipment was operating as intended.